Event description:
It was reported that there was particulate matter inside of the bladder of a small volume intermate. This was noticed during filling (no filter used) with a compounded solution, as the device was being inspected. The reporter stated that the particles were "generally whitish". There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the particles could not be determined. In order to address and further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from 01/27/2014 to 01/29/2014. Evaluation summary: the device was returned for evaluation. Visual inspection identified white particles, 0.90 to 1.50 mm in size, floating in the solution in the bladder. Ftir spectrophotometer scanning found the particles to be acrylic material. Initial evaluation confirmed the reported condition. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up report will be submitted.